Event description:
It was reported from (B)(6) by the medical staff that a patient experienced power source switching from one port to the other port before the battery was at 25% capacity. The batteries were exchanged. There were no reported consequences or impact to the patient; the patient activity is unknown during the event. No additional information was provided. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. When one battery is depleted to less than 25% capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. It was indicated that the potential batteries involved were: catalog 1650de serial: (B)(4) (B)(4) (B)(4). . This is one of two reports (3007042319-2015-00985 and 3007042319-2015-00986) submitted for devices related to the same event. Batteries have not been received.

Manufacturer narrative:
Batteries (B)(4) were returned for analysis on (B)(4) 2015. Battery (B)(4) was returned on (B)(4) 2015. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Batteries (B)(4) were returned for evaluation. The log files did not show any abnormalities for batteries with serial numbers: (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned batteries passed external visual inspection and functional testing. The complaint event details could not be replicated as the bench level. As a result the batteries passed all tests and performed to specifications. However, the reported event could not be replicated or confirmed at the bench level. The reported event could not be confirmed for batteries with serial numbers: (B)(4). The devices were related to the reported event; however, only one of the batteries ((B)(4)) is there evidence to suggest that the device malfunction caused or contributed to the reported event. This is one of two reports (3007042319-2015-00985 and 3007042319-2015-00986) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.